Event description:
It was reported that the patient experienced five appropriate shocks; the first four did not convert the patient's arrhythmia, and the final shock converted the rhythm. The physician decided to implant a subcutaneous (sq) array and adapter to facilitate future shock therapy as a result of the first four shocks not converting the patient. During the implant procedure, upon connecting the adapter to the device, the right ventricular (rv) and left ventricular (lv) leads had high out-of-range pace impedances of greater than 3000 ohms, and noise appeared on the rv channel. Shock impedance also had a high out-of-range value of greater than 200 ohms. Then, the physician noticed the rv lead was under-inserted into the header and used mineral oil in an attempt to fully insert the lead, but the lead would not fully insert and the impedance and noise issues persisted. The physician decided to cut and peel the white silicone of the lead terminal with a scalpel to see whether the lead was completely entered into the port of the adaptor, however, the problem persisted. A pacing system analyzer was used to evaluate the rv lead integrity, and all measurements were normal. Finally, the physician decided to stop the surgical intervention, leave the system as it was before the surgery, and remove the sq array and adapter. The patient remained hospitalized until a second procedure was performed, in which the physician elected to remove the rv lead and the replace it with a new double-coil rv lead. The new rv lead was placed on the right side as the physician thought the left side could be infected. No additional adverse patient effects were reported.

Event description:
It was reported that the patient experienced five appropriate shocks; the first four did not convert the patient's arrhythmia, and the final shock converted the rhythm. The physician decided to implant a subcutaneous (sq) array and adapter to facilitate future shock therapy as a result of the first four shocks not converting the patient. During the implant procedure, upon connecting the adapter to the device, the right ventricular (rv) and left ventricular (lv) leads had high out-of-range pace impedances of greater than 3000 ohms, and noise appeared on the rv channel. Shock impedance also had a high out-of-range value of greater than 200 ohms. Then, the physician noticed the rv lead was under-inserted into the header and used mineral oil in an attempt to fully insert the lead, but the lead would not fully insert and the impedance and noise issues persisted. The physician decided to cut and peel the white silicone of the lead terminal with a scalpel to see whether the lead was completely entered into the port of the adaptor, however, the problem persisted. A pacing system analyzer was used to evaluate the rv lead integrity, and all measurements were normal. Finally, the physician decided to stop the surgical intervention, leave the system as it was before the surgery, and remove the sq array and adapter. The patient remained hospitalized until a second procedure was performed, in which the physician elected to remove the rv lead and the replace it with a new double-coil rv lead. The new rv lead was placed on the right side as the physician thought the left side could be infected. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1/df-1 lead into the header of this device resulting in some of the impedance issues, noise, and other observed issues. Product record reviews did not identify a product quality issue or new patient harm. Please refer to the description for more information regarding the specific circumstances of this event.